Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the screwdriver is split, so another consignment system tfna is requested to solve and finish the surgery. Procedure was delayed while the other screwdriver was received. The next scheduled nail tfna surgery was canceled due to the material was taking time to come out of the sterilizer. This report is for one (1) scrdriver-hex 5 flex cann. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.